Manufacturer narrative:
Pump was received with a33 error alarm during basic occlusion test due to loose and protruded drive support disk. No unexpected low reservoir alarm noted during testing. Unit had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor while trying to rewind pump. Customer's blood glucose was 240 mg/dl at the time of incident. Customer does not recall any significant events leading to the error. Troubleshooting was done for alarm and was found that the drive support cap on the pump is sticking out. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.